Manufacturer narrative:
Pump was returned on 1/19/2024 and tested on 2/25/2024. Equipment involved is below: model: fx500i serial number: (B)(6) calibration date: 03/30/2023 next calibration due date: 03/31/2024 the pump was tested following the steps below: 11.1. Submerge spike end of administration set in the water tank. 11.2. Weigh the empty plastic bottle and record initial weight. Hang empty bottle on a hook below the pump. 11.3. Prime the administration set and attach to the pump. 11.4. Power on the pump. 11.5. Select resume infusion. If not available, select new infusion. 11.6. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 11.7. Place the needle end of the administration set into the empty bottle. 11.8. Press run/stop key on the pump to run the infusion. 11.9. When the infusion completes, weigh the bottle to get the final bottle weight. 11.10. Calculate the initial flow rate accuracy. Initial flow rate accuracy = ((actual fluid weight - expected fluid weight)/expected fluid weight) * 100% where actual fluid weight = final bottle weight - initial bottle weight. 11.11. Record the results. 11.11.1. Passing criteria: flow rate accuracy is within +/-5% deviation. The pump finished an 100 ml infusion with 97.29 ml infused. This means the flow rate deviation is -2.7%. This is within passing criteria. The reported issue is not confirmed.

Event description:
On 12/24/2023, infutronix received a report that a pump had a flow rate issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The device was returned for evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the one complaint which prompted the filing of MDR. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.